Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. E1. Initial reporter facility name: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an pvc cardiac ablation procedure utilizing a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced cardiac tamponade treated by pericardiocentesis with 1500 liters withdrawn followed by surgical intervention and extended hospital stay. During the pvc case, they noticed the patient's blood pressure was dropping so the physician went in with a soundstar catheter as the patient was becoming tachycardic and the physician saw a pericardial effusion. The bleeding was not stopping and the effusion was expanding (post pericardiocentesis) so the patient was moved to the operating room for open heart surgery to determine where the leak was coming from. The physician's opinion on cause of the adverse event is patient condition and procedure. Ablation had been performed and no evidence of steam pop. Correct settings on the devices and no error messages observed during the procedure. They believe it could have been when going transseptal with brk needle the wire may have poked into the appendage causing a slow leak or it could have been during the initial draining of fluid through the wire used for gaining access to the pericardial space could be in the right ventricle (rv) or when getting into the left ventricle (lv) from the mitral valve. These are the theories they provided for possible reasons for the injury. Patient outcome is full recovery.